Event description:
The customer contact reported, backflow of fluid from the secondary solution container into the primary solution container. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set for a piggyback delivery of 100ml of an unspecified concentration of potassium chloride at a rate of 100ml/hr. After 20 minutes, the nurse noted that the potassium chloride container was empty; however, the pump display indicated that 74.5 ml remained to be infused. The nurse indicated that the primary container was hung lower than the secondary container but reported that "regardless of how low we hand the primary bag, the mini bag still runs back into the bag." Multiple unsuccessful attempts have been made for additional information. No response has yet been received. Hospira is continuing to investigate the reported event.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).